Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The patient was in a supine position. A zelantedvt clothunter was selected for use in a thrombectomy procedure for a deep vein thrombosis of left lower limb. During the procedure, the catheter was advanced along with the non-boston scientific guidewire. However, the guidewire became stuck in the catheter and could not move within 10 seconds of spraying. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.